Event description:
It was reported to olympus that during preparation for ureteral stent change procedure, the camera head displayed no video image on the screen. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a damaged cable unit which might be the cause of the customer reported no image issue. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - the exact device manufacturer date is unknown as the subject device was manufactured over 15 years ago. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the investigation confirmed the image did not display due to a cable unit failure. The specific root cause of the cable unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.